Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had a failure of the stem. Breakage at the junction of the metaphyceal and diaphyseal portions of the stem. He was associated with tronchanteric failure. Pt underwent right hip revision.